Manufacturer narrative:
Concomitant medical products: ICU medical extension set ref. Mc33917; 5ml bd syringe ref 306545, lot number 8165837, exp 2021-05-31, normal saline, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a filter extension set leaking when infusing central venous nutrition at an unspecified rate when attached to either a central line or PICC line. The rn placed the filter and found the 2nd filter set leaking at the same spot on, a hole noted on the filter. A 3rd filter extension set was replaced and infused without difficulty. It was reported that the set up included alaris pump module set connected to filter extension set and hook in the set to a ICU medical extension set. There was no cracks noted on both filter sets and both set up were new sets. There was no report of patient harm. The event occurred in the picu.

Manufacturer narrative:
The customer¿s report of a filter extension set leaking was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed small droplets leaking from the vent of the 0.2 micron filter. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).

Event description:
It was reported that a filter extension set leaked from a hole in the filter while infusing central venous nutrition at an unspecified rate to either a central line or PICC line in the picu. The rn replaced the filter, however the 2nd filter set leaked in the same location. A 3rd filter extension set infused without difficulty. The set up included an alaris pump module set connected to a filtered extension set, attached to a non-bd extension set. There were no cracks noted on either filter set and both were new sets. There was no report of patient harm.